Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010. (B) (4). Additional info from uf/importer report: covidien. Perc trach tube. (B) (4): device available for eval: yes.

Event description:
On 04/23/2010, medwatch report uf/importer report (B) (4) was received via email which described the following: product problem checked with other date of event: (B) (6) 2010. Date of their report: on 04/19/2010. Describe event or problem: audible air leak noted in trach - unable to inflate cuff. Trach changed by ICU physician. Hole found in trach cuff. Saved for eval post procedure, pt developed right tension pneumothorax which required emergent placement of 32f chest tube.